Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone, or will undergo, corrective surgery or surgeries. It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physician pain and has sustained permanent injury.

Manufacturer narrative:
Additional info from the importer (B)(4). Brand name" avaulta anterior biosynthetic support system, common device name: avaulta anterior biosynthetic support system, catalog# 486010, (B)(6). (B)(4). Note: this report corresponds with bard's report #(B)(4) for an "avaulta anterior".